Event description:
It was reported that the user experienced a leaking infusion line during a full supply change with contact detach infusion sets, evidenced by inability to see drops and visible leakage after disconnecting the tubing, which was resolved by replacing the cartridge and connector. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and restoration of normal use after troubleshooting and education. Investigation included guided troubleshooting that identified leakage in the fluid path and replacement of implicated disposable components. Investigation of this case revealed a leak associated with the cartridge-to-connector interface in the infusion set pathway, which was corrected by replacing the disposable components. It was concluded, based on previously established findings for similar reports, that the cause was a user-serviceable leak in the disposable infusion supply path.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.